Manufacturer narrative:
Additional information received from the local area sales representative indicated that ac was turned off. In addition, the av delay was extended to prevent any pacing in the rv. There were no plans for additional intervention. The physician planned to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,500 ohms. The patient had not presented for a follow-up appointment since 2009. At the last office check in 2009, the pacing impedance measurements were 1,040 ohms. In a review of the daily measurements, the impedances were 2,350 ohms approximately one year ago. There was also a stored episode with noise from (B)(6) months ago. The lead safety switch (lss) had also been triggered. The patient was not pacemaker dependent and only required one percent pacing in the atrium. Intrinsic r-wave sensing was 11.5 mv in bipolar configuration. Pacing thresholds were 2.3 volts at 0.4 ms. A boston scientific technical services consultant discussed turning off automatic capture (ac) to prevent the device from going into retry and being programmed at a higher output that could affect the device longevity. No adverse patient effects were reported.